Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange from textured to smooth due to product concern.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to product concern. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to product concern. Healthcare professional additionally reported "hole, non-specific" and "fracture of implant." The device has been explanted and replaced.